Manufacturer narrative:
Patient information was not provided for reporting. Date of event is an unknown date in (B)(6) 2017. (B)(4). Incident occurred intraoperative. Device was not implanted/explanted. The broken screw was left implanted, date unknown. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an unknown 4.5mm headless compression screw broke during an unknown pediatric procedure on an unknown date in (B)(6) 2017. After the surgeon inserted an unknown k-wire into the circular canal, the k-wire bent and subsequently as the unknown 4.5mm headless compression screw was implanted, it broke at the screw shaft/thread junction. There was no reported surgical delay and no additional x-rays were required. The broken screw was left implanted. The procedure was completed with the patient in stable condition. This report is for one (1) 4.5mm headless compression screw. This is report 1 of 2 for (B)(4).